Event description:
It was reported that the ilet issued a high alert for hyperglycemia while the user was sleeping, with a fingerstick glucose of 396 mg/dl and notifications indicating an alert consistent with consecutive motor stalls; a dry run was successful, the user completed a supply change, the removed infusion site cannula appeared straight, and the connector needle appeared bent, consistent with a failure to infuse associated with the motor component. Symptoms included hyperglycemia and fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device issue consistent with failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.